Manufacturer narrative:
The literature piece is all the information that is available for investigation. No product was returned for analysis. No imaging of the anatomy or further details are forthcoming. The event occurred in 2019. The root cause of the pseudoaneurysm is patient condition.

Event description:
A publication was found in periodic literature review conducted by abiomed. The publication was of an italian impella support case in which the team accessed the brachial artery percutaneously for impella access. This is not a site noted for access in the IFU, however the team in italy found it to be of adequate diameter and one of the only access site available to them. The femoral arteries were not an option due to pre-existing condition. The impella 2.5 was placed and supported the patient hemodynamically for over 2 hours for the angioplasty. After explant the team observed a brachial pseudoaneurysm. The surgeon treated the brachial-radial artery pseudoaneurysm with a covered stent and the patient survived the procedure.